Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a "tucked out pump" and fluid loss from the pump. A new 18cm x 12mm ipp with 100ml reservoir was implanted. No patient complications were reported in relation to this event. Additional information received states there was only fluid loss from the pump and that the date of onset is unknown.